Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device paced at inappropriate intervals and displayed a "defib pad short" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device and multifunction cable passed all testing without duplicating the report. Review of the device log shows several "defib pad short" messages after power up which is normal operation of the device when onestep pads are connected to the device but remain in the packaging. There are several accessory errors related to the attached electodes, but they were not returned as part of the investigation. The r series and multifunction cables passed all testing. No pacing related issues were observed in the history log on the date of the event. Analysis of reports of this type has not identified an increase in trend.